Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): several still images were received for analysis. The first image shows both guide catheters coiled up in plastic packaging. The second image shows device details on the outer packaging, with lot# matching that of the complaint file. The third image shows a torsional kink on one of the launcher devices. It cannot be confirmed where on the device this kink is located. It is not clear from the images provide where the damage is on the second device. If information is provided in the future, a supplemental report will be issued.

Event description:
Two launcher guide catheters were intended to be used during a procedure. No damage was noted to packaging. The device was removed from the packaging as per IFU with issues noted. It was reported that the devices were kinked at the proximal end of the catheter prior to removal from the packaging. It was later confirmed that when the devices were introduced into the patient they did not flow normally and when removed from the patient they were noted to be damaged. No patient injury reported.